Manufacturer narrative:
Preliminary analysis results showed that the patient data buffer was corrupted since the previous follow-up on (B)(6) 2016, due to a telemetry error that occurred when programming patient data. Patient data were successfully reprogrammed during the follow-up performed on (B)(6) 2017.

Event description:
Missing patient data were reported after the interrogation during the follow-up performed on (B)(6) 2017.

Manufacturer narrative:
(B)(4).]

Event description:
Missing patient data were reported after the interrogation during the follow-up performed on (B)(6) 2017.

Event description:
Missing patient data were reported after the interrogation during the follow-up performed on (B)(6) 2017.